Event description:
The blue button which operates the device was malfunctioning. The button was intermittently sticking and not releasing as it is intended to do. Physician feels this "happens a lot" with megadyne bovie devices. No harm to patient.